Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form upon second inflation at 8 atm for 10 seconds. The device was removed using normal method and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.